Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the return blood line unscrewed and disconnected from the filter of an unspecified quantity of prismaflex st100 sets. During treatment with continuous renal replacement therapy (crrt) using a prismaflex st100 set, a line became disconnected from the st100 filter during the treatment resulting in an external blood leak. The nursed opened and checked an unspecified quantity of sets with the same lot number, and it was also observed that the return blood line was unscrewed and disconnected from the filter. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Two actual and 22 companion samples were received for evaluation. Visual inspection of the two actual samples was performed. One of the actual samples showed the return screwed connector was disconnected from the blood header. It was identified that the connector was not broken. Visual inspection of the other returned actual sample did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified for one of the actual samples. Visual inspection of 10 of the companion samples was performed. Nine of the companion samples did not identify any abnormalities that could have contributed to the reported condition. One of the companion samples showed the return screwed connector was disconnected from the blood header. The reported condition of one of the companion samples was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.